Event description:
It was reported that patient experienced ineffective therapy, one of the patients leads was not providing effective therapy and the other lead had impedances. As a result, surgical intervention was undertaken on (B)(6) 2025 wherein patients leads were explanted and replaced to address the issue.

Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.